Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a thoracotomy procedure, it did not cut or staple. Another device was used to complete the case. There were no pt consequence.